Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was responding intermittently and the pendant was replaced. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. Analysis found that the pendant control buttons exhibited intermittent functionality. The buttons would only work when pressed for the second time. Analysis found that the reported event was related to a electrical component issue.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that the buttons on the pendant were intermittently working. There was no patient present.